Event description:
The patient experienced rectal erosion post-implant.

Manufacturer narrative:
Rep followed up and confirmed no further intervention or action was required. Patient was previously irradiated. Patient doesn't plan to be reimplanted.